Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: d4 (model number), d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The root cause could not be determined as the device was not returned for evaluation. However, based on the available information, it is likely the reported event occurred due to the use of excessive force from improper handling or improper reprocessing. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The sterile processing manager at the user facility reported the ¿light guide post is broken off the rigid telescope. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
Olympus followed up with the customer to obtain the return status of the scope, but no response or information has been received from the customer. The serial number is located on the light guide post and the serial number remains unknown; therefore, the manufacturer date is unknown and a manufacturing review of the referenced scope cannot be performed at this time. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. D4: model# a22003a.